Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique product serial numbers. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. The gender of the baseline characteristics is female and the baseline age is (B)(6). Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿complications of cardiac perforation and lead dislodgement with an MRI-conditional pacing lead: a korean multi-center experience.¿ journal of korean medical science. 2016; 31(9):1397-1402.

Event description:
A journal article was reviewed that contained information regarding this model of pacing leads. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique serial numbers with the available information provided. The article indicated that there were patients with lead dislodgements noted; all of which required lead revisions. The status/location of the lead is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: further review prompted a change in the device analysis results. The change is reflected in this report under conclusion code(s). If information is provided in the future, a supplemental report will be issued.